Event description:
Reporter was performing a routine simulation of a monitor and could not get the monitor to simulate an apnea alarm, referred to as step 6 in the field service manual. Reporter tried two different simulators and still could not simulate an apnea alarm. No death or serious injury was reported in association with this reported malfunction.